Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 12/16/2014. Belt 11/07/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 11:32:53 on (B)(6) 2021 while the patient was in a sinus rhythm at 90 bpm. The patient's rhythm transitioned to an idioventricular rhythm at 60 bpm at 14:44:17. The patient's rhythm transitioned to vt at 100 bpm at 15:16:01 before degrading to vf at 15:16:50. The lifevest properly detected the vf arrhythmia, but the fundamental frequency fell below the physician-prescribed threshold of 3.33 hz (200 bpm), preventing the lifevest from delivering a treatment. The response buttons were intermittently pressed during the arrhythmia detection. It was not reported who was pressing the response buttons. Intermittent pauses began in the vf arrhythmia at 15:26:19. The lifevest detected the vf as asystole, preventing the lifevest from delivering a treatment. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage of the observed vf was below 100 microvolts, which is under the minimum design requirement to determine the presence of cardiac signals. The patient was in vf with intermittent pauses at the time of the belt disconnection at 15:37:12. It was not reported who disconnected the electrode belt.